Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 44-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device that the device was previously removed for mechanical circulatory support. It was decided to re-implant the device, due to the left ventricular end-diastolic pressure. The introducer was not removed, due to the failed preclose and the failed antegrade stick that was just below the sheath which required femstop to be applied around the groin site. A review of an x-ray showed the sheath kinked and the physician was advised on the risk of breakage, due to the peel away nature of the sheath. Therefore, the physician decided to leave the sheath in place.

Manufacturer narrative:
The investigation for the reported access site bleeding and positioning issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.